Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - unknown due to unknown product code/lot number combination. UDI - unknown due to unknown product code/lot number combination. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number combination. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported occlusion. The following information was provided: femoral artery access was closed using angio-seal vip at approximately 10 am on (B)(6) 2017. At approximately 7 pm the same evening the patient was brought back and an angiogram showed occlusion at the closure site. Patient then was sent to surgery for cut down. There were no other devices used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Patient had to undergo surgery to restore flow back to the lower extremity.